Event description:
It was reported the patient's device was reprogrammed in (B)(6) 2012, after the patient fell down a flight of stairs. It was also reported there were impedance issues on two of the electrode pairings and the patient was reprogramed so those pairings would not be used. It was reported the patient's device was off at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# unknown, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).